Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.2mm x 12mm threader icro- dilatation catheter was advanced to the lesion. The balloon was inflated at 12 atmospheres however, a pinhole was noted on the balloon. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.